Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03903. It was reported that filterwire removal difficulty was encountered. The target lesion was located in a vein graft. After placing a filterwire ez embolic protection system, a synergy drug-eluting stent was implanted to treat the lesion. However, during removal of the filterwire, the hoop of the filterwire moved back and kind of slipped into the stent causing a longitudinal deformation of the stent. The filterwire was removed and the stent was post-dilated and the procedure was completed. No patient complications were reported and the patient's status was fine.